Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 68-trace pointers are invalid, pump error 49-history pointers failed. The history pointers are corrupted, pump error 23-post-reset ram crc alarm, unexpected battery power loss, device test failed. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported receiving replace battery alarm. This was the second occurrence of receiving replace battery alarm in less than 8 hours after low battery warning. Customer was able to clear error and complete rewind process. The insulin pump did not pass the self-test. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The pump passed the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded history files and traces using thump software. No unexpected battery or anomalies noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The adapt tool was utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. During download review using adapt tool it recorded pump error 49, 68 and 23. Pump error 49 occurred multiple times on (B)(6) 2024 from 13:42:12.000 until 17:39:58.000. Pump error 68 occurred multiple times on (B)(6) 2024 from 13:42:12.000 until 17:39:44.000. Pump error 23 occurred multiple times on (B)(6) 2024 from 13:42:04.000 until 17:40:10.000. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2 and force sensor flex connector. Unit also received with cracked keypad overlay and scratched case. In conclusion, customer concerns for pump error 68, pump error 49, pump error 23, unexpected battery power loss and device test failed were not confirmed during analysis. Exposed to moisture confirmed on electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.